Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the trocar leaked on three different occasions. The valve could not close. Patient is well and not affected with this incident. The units will not be returned because they have been discarded. A new device was used to complete the surgery. Surgical time extended 30 minutes or more due to the product problem. The device was disposed and not available for evaluation.